Manufacturer narrative:
(B)(4). Upon further review, the quality engineer has determined the assignable cause to be missing segments on the main display.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "screen saver" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a defective main display printed circuit board (pcb) assembly. The display pcb assembly was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "screen saver". This condition had the potential to interrupt delivery. This condition was found in the biomedical department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.